Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital with complaint related to the infection and fever. The pocket was distended and painful to the touch. Imaging revealed vegetation on the rv lead. The patient had systemic infection. The leads and the device were explanted. The patient was stable before, during and after the procedure. The patient will be re-implanted after the infection treatment.